Event description:
It was reported that a system failure back-up audible alarm post- blank screen-audible alarm was experienced.

Manufacturer narrative:
Other text: additional information: b5, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified backup audible alarm post. During the functional testing the reported issue was able to be duplicated. The main printed circuit board (pcb) did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main pcb. Performed preventative maintenance and all functional testing.

Event description:
Additional information received: there was not patient involvement during the time of the issue.